Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the left hemi hepatectomy, after fired with pse60a, found the staples malformed. Suture was used to sew the wound. There were no adverse consequences to the patient. Following firings with this gun were good, so only complaint the reload.